Event description:
Customer reported an electronic burning smell coming from the ECG machine.

Manufacturer narrative:
The device has been returned to the MFR, cardiac science corporation, but has not been evaluated yet. Once the investigation is complete, a follow-up report will be filed.